Manufacturer narrative:
D4: unable to verify provided serial number. H3: one device was received. No damage found during visual inspection. A review of the event history log found a check clutch error. During the functional testing, the customer reported complaint was able to be confirmed by testing the 1ml syringe. The cause of the issue was found to be a faulty main board. The main board was replaced as well as the left and right clutch, clutch spring, worm coupling, worm gear, and motor to fix the check clutch error. After replacing the parts, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the product was not recognizing the syringe. There was no reported patient involvement.